Event description:
Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding an incomplete prime. Per the hp, he did manuals and got a new box of supplies the next day. The hp went on to say that the new box of cassettes is now overpriming and a lot of fluid is coming out of the patient line. The hp clamps the line and waits for the machine to finish priming then connects himself and continues with therapy. The writer advised the hp to contact the baxter's technical service regarding the over prime and see what they recommend especially about continuing to use supplies, as this could be a breach in the sterile pathway. The hp agreed to contact the technical service representative (tsr). The hp is currently not at home to provide a lot number and is currently using the supplies so a sample is not available. No further information could be obtained. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.